Manufacturer narrative:
Upon further evaluation, the response of "speaker not working" indicates there is no sound. No additional diagnostic/functional testing was performed by philips. The distributor indicated the customer reported a speaker inop and confirmed that the speaker was not working. The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A replacement speaker was shipped to the customer. Philips is in the process of obtaining additional information concerning whether sound was present and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker on the mx450 unit was not working when it came in for a service. It is unknown if the device produced sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.